Event description:
A dialysis facility reported that a pt c/o weakness while his standing blood pressure was being checked after a dialysis treatment. It was then noted that the venous line was filled with foam. No air detector alarm was reported. There was no air or foam in the lines prior to reinfusion of the pt's blood. The pt did not exhibit shortness of breath or chest pain. He was admitted to the hospital and expired 6 days later. Due to lack of add'l medical info, MFR and medical professional from the facility are unable to determine whether the pt's death 6 days later was related to the reported incident or not.